Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing a ventricular fibrillation (vf) episode that resolved without therapy. During this episode, there were one or two undersensed beats which led to the device marking it as ventricular tachycardia (vt), however this did not impact time to therapy. Technical services (ts) recommended programming changes. No additional adverse patient effects were reported. This ICD remains in service.